Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 53 or 4 were noted during testing. Pump error 53 (file number (B)(4), line number (B)(4) and pump error 4 are found in the pump history file due to a software errors. Self test returned a pump error 63. Pump error 63 is confirmed in the formatted history file (variable info = 3) due to a cold solder joint at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. After further review, there is corrosion on/around the following: battery compartment, battery board, pcba1--j6, r80, r90; pcba2--j1; lcd flex cable, back of lcd screen. In summary, the unit fails because of a pump error 53 and 4 due to software errors, pump error 63 due to a cold solder joint at the keypad assembly, and the moisture damage on both pcba1 and pcba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display returned after insulin pump restart. Customer stated that was a corrosion and battery cap was not clean. Customer stated they had insulin pump errors and they were able to clear the alarm and rewind the insulin pump. Customer also stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The device will be returned for analysis.